Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 46 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).